Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the stent had a large resistance in the microcatheter, and eventually the stent was dislodged in the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an amorphous, unruptured left posterior communicating artery aneurysm with a max diameter of 3 mm and a 3 mm neck diameter. The landing zone was 4.25 mm distally, and 4.2mm proximally. The access vessel was the femoral artery with a diameter of 7mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. The angiographic result post procedure was intracranial aneurysm. Additional information received reported tt was not that the stent opened prematurely. It was that the retrievable pad of the stent was displaced within the microcatheter. There is significant resistance upon entering the microcatheter. Continuous saline flush administered and maintained as indicated in the instructions for use (IFU). No damage was observed to the pipeline push wire and catheter before the operation. The stent was not deployed prematurely. During the operation, the push wire was not rotated, but the stent push wire was retrieved during the deployment process.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and phenom 27 catheter were returned inside the outer carton, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid appeared to be detached from the pushwire and stuck at the tip of the catheter. The braid's distal and proximal ends were found opened and frayed. No bend was found on the pushwire. The pushwire was found to be intact. No separation was found. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 1.0cm to 8.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.